Event description:
It was reported that during an ankle fusion procedure, that the bur broke between the shaft and head of the bur. It was further reported that no broken pieces remained in the patient. It was reported that another bur was available to complete the procedure successfully.

Manufacturer narrative:
Device not returned for evaluation as yet.